Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The patient has experienced back discomfort, pain down left leg/hip (joint pain), stress urinary incontinence, urinary urgency, urinary frequency, vaginal bleeding, low back pain, break through vaginal bleeding, heavy bleeding (blood loss), fatigue, facial hair growth, dysfunctional uterine bleeding, and required additional surgical and non-surgical interventions.